Event description:
It was reported that during service of an ht70 plus ventilator the o2 sensor failed to calibrate. There was no patient involvement at the time of the event. The service engineer (se) replaced the o2 sensor and inlet cover. The se performed calibrations and extended self-testing on the device and all tests passed